Event description:
It was reported that during the implant procedure, advancement of the lead was difficult due to stenosis. After the use of a 7f sheath was unsuccessful, an 8f sheath was used. The physician then tried to remove the lead to use a longer sheath, but the lead was stuck in the sheath. When the lead was removed from the patient a broken conductor wire was noted. The lead was not implanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the damage found was sustained during the surgical procedure. The lead was otherwise normal.